Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. During unpackaging of a fetch2 thrombectomy catheter, the device was pulled out, and was broken in a couple of pieces. Another of the same device was pulled to complete the procedure. No complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 3 separations on the catheter. The separations were located at .5cm, 38.5cm from the strain relief and 35.5 from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the shaft broke. During unpackaging of a fetch®2 thrombectomy catheter, the device was pulled out, and was broken in a couple of pieces. Another of the same device was pulled to complete the procedure. No complications were reported.